Manufacturer narrative:
Results: the regulator knob hex nut was loose on the device housing. Conclusions: evaluation of the returned pump max revealed a device with a loose regulator knob. The pump max was powered on and was able to product a vacuum pressure within specification. Further evaluation revealed the regulator knob hex nut was found loose from the device housing and the regulator knob was unable to regulate vacuum pressure. If the regulator knob is over-rotated, the regulator knob may become loose. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 110v (pump max). During the procedure, the knob of a pump max was damaged and would not increase to the appropriate vacuum level; therefore, the pump max was disconnected. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.